Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. Customer requests no repair to device. Device will be returned to customer unrepaired.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. Customer requests no repair to device. Device will be returned to customer unrepaired. During the evaluation, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue.